Event description:
The recipient reportedly experienced a flap infection at the implant site. The recipient's infection resolved. The recipient ceased device use for 1 month. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced an infection due to thinning of the skin. The recipient received medical intervention including hospitalization for two days. The recipient's infection resolved. The recipient resumed device use. The recipient will be managed per center protocol. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.